Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback as instructed in the user's guide. Clear fluid was observed, indicating that the cycler alarmed appropriately. Nxstage requested return of the disposable cartridge, however, it was learned through follow up that the cartridge had been discarded. The exact cause of the leak cannot be determined. The user's guide provides adequate instructions for troubleshooting system alarms and performing rinseback. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. Nxstage medical considers this report closed. No add'l info will be provided.

Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A system alarm occurred with a clear fluid leak observed at the end of a routine hemodialysis treatment. The operator chose not to perform rinseback, resulting in an estimated blood loss of 190cc. No medical intervention was required.